Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported ext set dehp free 1ss had flow issues. The following information was provided by the initial reporter: "smartsite extension set not flushing properly."

Event description:
It was reported ext set dehp free 1ss had flow issues. The following information was provided by the initial reporter: "smartsite extension set not flushing properly."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the smartsite extension set not flushing properly. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010912 lot number 21039510 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04mar2021. There was one quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.